Event description:
It was reported that a male patient underwent an initial surgery on (B)(6) 2016 due to progressive disabling gonarthrosis of the left knee. The products persona femur cemented, persona tibia cemented, persona articular surface fixed bearing and refobacin bone cement (used for cementation of tibia and femoral implants) were implanted. The patient underwent a first revision on (B)(6) 2017 due to infection (investigated in the current complaint). Persona tibia cemented, persona articular surface fixed bearing and refobacin bone cement (only tibial part) were removed on (B)(6) 2017. The patient underwent a second revision surgery on (B)(6) 2017 due to infection (investigated in (B)(4)). On the (B)(6), the patient underwent a third revision due to pain and possible femoral implant loosening (investigated in (B)(4)). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: persona femur cemented posterior stabilized (ps) narrow left size 9; item #: 42500006601 ; lot #: 62765027. Persona tibia cemented 5 degree stemmed left size f; item #: 42532007501 ; lot #: 63365315. Persona articular surface fixed bearing posterior stabilized left 10 mm height; item #: 42512400710 ; lot #: 63318921. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, x-rays and surgical report have been returned and enabled to confirm the event. The review of the device manufacturing quality record indicates that 1926 products refobacin bone cement r 1x60g, reference 3003960001, lot number a549cg3003 were manufactured on 22 august 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. No non conformity or deviation was observed which could be linked to the event described in the complaint no other similar complaints have been recorded for refobacin bone cement r 1x60g, reference 3003960001, lot number a549cg3003 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: femur cemented posterior stabilized (ps) narrow left size 9, with part# 42500006601 and lot# 62765027; tibia cemented 5 degree stemmed left size f, with part# 42532007501 and lot# 63365315; articular surface fixed bearing posterior stabilized (ps) left 10 mm height, with part# 42512400710 and lot# 63318921. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on (B)(6) 2016 due to progressive disabling gonarthrosis of the left knee. Persona prosthesis and refobacin bone cement ref: 3003960001, batch: a549cg3003 were implanted. Patient underwent revisions on (B)(6) 2017 due to infection. Persona implants were removed, and refobacin bone cement ref: 3003960001, batch: a549cg3003 remained implanted. On (B)(6) 2019, patient underwent revision due to partial loosening of the femoral component, discreet faulty external rotation of the femoral component of the left knee prosthesis, painful with progressive varus deformity. During surgery it was noticed that the femoral component presented a membranous interface on several levels between the bone and the cement. The surfaces were cleaned, the remaining cement was removed. The prosthesis was replaced by a pfc prosthesis and the refobacin bone cement ref: 3003960001, batch: a549cg3003 was replaced by optipac.